Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Initial reporter occupation: attorney.

Event description:
Patient suffered from severe pain and discomfort, and mechanical loosening. Update 2/25/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported heterotopic ossification. Update ad 03 may 2018 the receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges loosening of cup and stem.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.